Manufacturer narrative:
The referenced aortic insufficiency is covered under MFR# 2916596-2017-00599. (B)(4). Approximate age of device ¿ 10 months. The device is expected to be returned for evaluation. It has not yet been received. Additional information was requested, but not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. The patient had been previously diagnosed with aortic insufficiency in (B)(6) of 2016. On (B)(6) 2017, an aortic valve repair was attempted; however, the patient required extracorporeal membrane oxygenation (ECMO) support, as well as mechanical circulatory support for the right heart. On (B)(6) 2017, the patient experienced thrombocytopenia that persisted until the patient expired on (B)(6) 2017, when the platelet count was down to 22 x 10^9/l. Additional information was requested, but was not provided.

Manufacturer narrative:
Device evaluation: no device-related issues were identified through the evaluation of the explanted pump and a correlation between the device and the patient's expiration due to thrombocytopenia could not be conclusively determined. The pump was returned assembled with the driveline severed approximately 3.5 inches from the pump housing and a 17 inch distal end portion of the severed driveline was returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered thrombus formations or depositions. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.